Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device motor seized, was running rough and the temperature was above specification. It was also noted that the device failed the following specifications: temperature and noise verification. Therefore the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). Reporter's complete address and phone number were not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported in the service order from (B)(6) that the motor device had a power loss and a torn hose. During service and evaluation, it was observed that the temperature on the device was above specification. It was further determined that the device failed the following pre-tests: temperature and noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.